Manufacturer narrative:
This incident is being reported to the FDA based on the evidence that the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. This device was returned and evaluated. There was no damage to the replacement pe valve which is not consistent with previous events and indicates it is not the cause of the failure on this device. The evidence suggests the failure most likely resulted from the previous pe valve, the unit was shut down during the final stages of failure and when restarted the reaction continued resulting in the overheating event in the device. The replaced pe valve was not returned to invacare for evaluation. The underlying cause was found to be an issue which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction.

Event description:
The reporter stated the unit came in for the recall pe valve exchange. Prior to the valve replacement the unit ran for 4 hours and when he shut it down the unit sparked near one of the sieve beds. He didn't think much of it and performed the valve replacement. When he turned the unit back on, sparks came out of the sieve bed and it melted the tubing.